Event description:
The biorci-ha screw broke during insertion. At the time of this report it is unk if all pieces of the screw were removed from the pt. No pt injury or procedural delays were reported.